Manufacturer narrative:
Device logs reviewed, and no issues were identified. According to the coolsculpting user manual, the system operates at temperatures below 0°c, which can freeze tissue. Therefore, the system monitors tissue during cooling and employs multiple safety features including the freeze detect system, to minimize the risk of damage to tissue. Despite these measures, on rare occasions, the freeze detect system can detect a possible freeze condition. When a thermal event alert message (z409 message) occurs, it is a result of the freeze detect system. The freeze detect system is comprised of several features, including thermal sensors and proprietary algorithmic software. Freeze detect® is an integral part of the coolsculpting system and is automatically employed when a treatment is initiated. When the freeze detect® system detects a possible freeze condition, it stops the treatment cycle and displays a thermal event alert message (z409 message). If you receive this message, stop treatment, remove the applicator and cooladhesive gelpad or gel, and assess the tissue. Do not retreat for at least 24 hours, for cooladvantage and coolmini applicators. For all other applicators, if you receive a second z409 message for one treatment site, discontinue the treatment for the site, and do not retreat for at least 24 hours. Failure to follow instructions could result in injury to the patient, including burns and resulting complications such as hypopigmentation or hyperpigmentation. E1 - phone number: (B)(6).

Event description:
Healthcare professional reported burn after treatment with coolsculpting elite system using the curve 150 applicator to right upper thigh area. Healthcare professional later reported, area was very hard and swollen, with burning sensation and pain. On the night on (B)(6) 2025, patient went to see doctor. It was diagnosed as right upper thigh thermal injury (skin lesion 18x6cm). Dressing and cleansing of injured skin done. Oral antibiotics treatment provided.